Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). Bezoar and gastrointestinal ulcers are known complications of a j -tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced severe abdominal pain. On (B)(6) 2021, a gastroscopy was performed which found a food related bezoar at the end of the j-tube, as well as ulcers at the contact points of the j-tube in the duodenal bulb and in the 2nd part of the duodenum. On (B)(6) 2021, the peg-j tubing was removed. The patient was treated with pariet. A new peg tube was placed. A new j-tube will be placed in one month after treatment with pariet is completed and the duodenum has healed. The patient was not hospitalized.